Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they did not receive any prior notice to the battery being dead alert. The customer states they tried to replace the batteries with new ones, but received battery test failed. The customer states they tried a separate set and the device was working again. The customer states they then received low battery alert. The customer's blood glucose level at the time of incident was over 200mg/dl. Troubleshoot was conducted. The customer was advised to use recommended batteries and clean the battery cap. The customer was advised to monitor the device and call back if issues persist. The customer is being sent replacement battery cap.